Manufacturer narrative:
The following items were received by the customer: 2 used chemoclave¿ universal vented vial spike; lot #7449899. 2 used doxorubicin teva 50mg vial; lot #22e12ke. Coring of the clave silicone seal of the ch-70 chemoclave universal vented vial spike assemblies was confirmed. Disassembly revealed damage typical of access with an incompatible mating device or devices. No mating devices were returned to evaluate with the ch-70 chemoclave universal vented vial spike assemblies that had the clave component cored. A probable cause of the cored silicone seals is typical of access with an incompatible mating device during use. The clave dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved chemoclave¿ universal vented vial spike. It was reported that small clear fragments of plastic became loose in the center of the device when disconnecting it from the spiros during compounding of an unspecified chemotherapy drug. The device was identified to have a small hole in its center. There was no serious injury, death, blood loss, property damage or medical or surgical intervention required. The device was not changed out/replaced and no further problems were encountered. There was no hole, cut, tear or any defect noted on the spiros device and there was no unprotected chemo exposure.